Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the configuration file for the imaging system was reloaded to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi-500-00186, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system would not start up. It was reported that the pendant was booting and would not progress past the prompt. Performing a remote desktop found that the configuration file would not load onto the imaging system. There was no patient present when this issue was identified.